Event description:
It was reported that the patient had inappropriate shocks due to oversensing via a decrease in the intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.